Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "black fm was on the center of the catheter."

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "black fm was on the center of the catheter.".

Manufacturer narrative:
H.6 investigation: although the review of the dhrs review are required per (B)(4), a review could not be performed as the lot number was not provided. Extrusion process: (B)(4). Rev 16 version n was analyzed to determine the risk to customer. Foreign matter is identified with the following occurrence and severity rankings: frequent occurrence (more than 1000 incidents per million units) and negligible severity due to clinician dissatisfaction; occasional occurrence (fewer than 100 incidents per million units) and negligible severity due to observable foreign; and remote occurrence (fewer than 10.0 incidents per million units) and moderate severity due to the potential need for medical intervention. Due to low occurrence of this defect, current risk is acceptable. The defect foreign matter was identified and confirmed with the returned unit. The burnt resign material results from having a longer residence time in the barrel. This burnt material ¿sticks¿ to the surface and then dislodges from the surfaces and becomes mixed with the material a small speck of black fm on the catheter tubing approximately ½ inch above the nose of the adapter nose and 0.15 square millimeters. The fm was embedded in the catheter tubing, which was identified as burnt resin from the extrusion process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.